Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient failed to recharge his scs system for approximately 3 years. Hence, stimulation was lost. Surgical intervention was undertaken during which time the ipg was explanted and replaced with an updated model. The original lead was electively explanted and replaced with a new lead during the same procedure. Stimulation was restored postoperatively. The issue is resolved.